Manufacturer narrative:
(B)(6). The device was received for evaluation. A visual inspection was performed with no abnormality noted. The particulate matter was embedded particulate at the heater line¿s pull ring cap and measured 0.04sqmm, which is within the acceptable product specification range. An underwater pressure test was performed and no issues were noted. The product met specification, therefore, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a small black particulate matter (pm) near the patient connector of a homechoice cassette. This was identified by the patient at home prior to treatment. The treatment was continued with the use of another set. There was no patient injury or medical intervention associated with this event. No additional information is available.